Manufacturer narrative:
E1: reporter institution phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips authorized service provided (asp) went onsite to evaluate the device in question and confirmed the customer's alleged malfunction. A good faith effort (gfe) response reported there was a speaker inoperative message present. Also, the speaker assembly and mainboard were replaced to resolve the issue. The unit has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly and mainboard. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction and there was no sound tone at all. The device was not in use on a patient at the time of event, there was no adverse event reported.